Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had drawer 6 not reading closed and cannot be recovered. The field service engineer found the inseparable magnet and replaced it to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a failed drawer. The customer stated that the drawer does not push out or click. There were no adverse events or injuries reported based on this event.